Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.5x23mm xience sierra referenced is filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat a lesion located in the mid to proximal left anterior coronary artery that was moderately calcified and moderately stenosed. A rotational atherectomy system was first used and then two xience sierra stents were placed. Then, the nc trek rx 3.50 x 12 mm balloon dilatation catheter was used for post-dilatation of two xience sierra stents when it was noticed that there was a perforation at the proximal 2.5 x 23 mm xience sierra stent. An impella blood pump was inserted as support due to the perforation. Then, a graftmaster 2.8 x 19 mm was advanced but failed to cross the anatomy. A 3.5 x 19 mm graftmaster covered stent was then deployed to successfully seal the perforation. The patient was given drugs and sent to the intensive care unit in stable condition. The use of the graftmasters did not cause or contribute to complications or adverse events, nor did the exacerbate the existing perforation. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.